Event description:
On november 29, 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart is giving the apply sample message. This complaint is classified according to the documentation of the customer care advocate. The patient recently purchased her meter in 2007 and could not get the lfs meter to countdown to obtain a blood glucose reading. The customer care advocate indicated that, the reason why she got frustrated, sweaty, and her heart was racing was because, she could not get her meter to work. The patient did not require medical intervention and did not take any action in regards to diabetes treatment. The patient was not tested on any other meter at the time of concern. It would have been helpful to obtain the following information: testing frequency, diabetes medication, date and time of when symptoms began, food intake, and recent changes to testing frequency and diabetes medication. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the patient alleged, that she was unable to obtain a reading on the lfs meter and afterward felt sweaty and had a racing heart. The patient's reported symptoms can be associated with hypoglycemia though the patient denied receiving treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.